Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under one of the rear therapy electrodes. The patient's physician placed a barrier skin cream over the sore. The patient's wife reported that the sore improved.